Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient alleged pain, bursitis, fluid, altered gait, vision/hearing/memory loss, necrotic tissue on the lung, metallosis, cognitive skill difficulties, weakening of the heart, infection and sepsis. Patient expired on an unknown date. There was no reported revision procedure prior to the patient's passing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01145 and 2015-00144).